Event description:
It was reported that 4,800 bd 3ml luer lock syringes experienced illegible barrel printing. The following information was provided by the initial reporter: when opening a box of disposable sterile syringe, it was found that the printing on the barrel is vague, and the printing on the back of the package is vague.

Manufacturer narrative:
Investigation summary: five photos were received by our quality team for evaluation. From the photos, the team observed scale line printing rub off. From the photos, the team is unable to observe a package print permanency defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned photo, scale line printing rub off at the bd logo was observed. However, as there is no sample returned for further analysis to confirm the root cause. There is currently a quality assurance outgoing three-hourly visual inspection for barrel scale line printing and an in-process two-hourly visual inspection for barrel scale line printing at the assembly process. There was on package print permanency non-conformance observed from the returned photos, therefore the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Below are the current controls in place at assembly process: qa outgoing 3 hourly visual inspection for barrel scale line printing. In-process 2 hourly visual inspection for barrel scale line printing.